Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for an unspecified quantity of clearlink duo-vent continu-flo solution sets, the luer lock connection on the line was retaining propofol. This was noted during product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using naked eye and no defect was observed due to the photograph not being clear. The reported condition could not be verified due to the quality of the photograph. Should additional relevant information become available, a supplemental report will be submitted.